Manufacturer narrative:
This event was reported in a conservative manner due to the serious patient outcome and the possible relationship to the implant procedure. Nevertheless, based on clinical judgement, the event can be attributed to procedural error while de-airing the heart, and not to the device. Based on the information provided, no further investigation is warranted at this time. Not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2018 in a patient with 50-56% stenosis of the right coronary artery. The patient had a stroke immediately after the surgery and was in a coma following the event. The patient died on (B)(6) 2018. The valve was functioning well post-operatively, with a mean gradient of 7 mmhg and no leak. The patient had no history of atrial fibrillation, and was not in atrial fibrillation at the time of the event. It was reported that there is no evidence linking the event to the valve, but that the surgeon may not have de-aired the heart completely due to excessive caution after implanting the sutureless valve. The surgeon attributed the event to implant technique, and not to the valve.